Event description:
It was reported that the patient received a shock for t-wave oversensing issue. Attempts for additional information and if any intervention was done have been unsuccessful. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was oversensing. Five non sustained high rates greater than or equal to 217 ms average v-cycle on (B)(6) 2012 in the timeframe between 20:30:54 and 21:20:17. There were five ventricular non sustained tachycardia episodes greater than or equal to 210 ms on (B)(6) 2012 in the timeframe between 20:48:42 and 22:07:11. Also three ventricular fibrillation episodes greater than or equal to 200 ms average v-cycle between (B)(6) 2012 15:51:35 and (B)(6) 2012 19:18:31. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.